Manufacturer narrative:
(B)(4). The customer reported the device was discarded and there was no device malfunction reported. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the access site hematoma. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two mitraclips were implanted through the steerable guide catheter in the left femoral artery access site, reducing mr to grade 1. After the procedure, a hematoma was found in the left inguinal region. The patient received a transfusion and other unknown treatment. The condition resolved the same day. No additional information was provided.

Event description:
Subsequent to the previously filed report, additional information was received indicating that the steerable guide catheter was inserted through the right femoral vein and the reported bleeding event was from the left femoral artery which was used as an access site for the 5 french catheter to monitor the left ventricle. When the left arterial bleeding was noted, there was also swelling at the left inguinal region and decreased blood pressure in the 70s. Computed tomography scan confirmed an extensive hematoma and an active hemorrhage at the left arterial access site. The treatment for the left femoral artery bleed was a femoral artery pseudoamenectomy and blood transfusions (8 units of red blood cells and 4 units of fresh frozen plasma). In the opinion of the physician, the left femoral artery bleed is related to the mitraclip procedure and also related to the patient's condition of being a high risk for hemorrhage due to dialysis. The patient's vital signs stabilized after hemostasis was obtained in the left femoral artery. No additional information was provided.

Manufacturer narrative:
Patient codes: 2199 labeled na. Internal file number: (B)(4). Patient code 1884 (hemorrhage) removed and patient code 2199 (no patient effects)added. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. There was no device malfunction. Based on the information reviewed, there was no reported patient effect. However, the initial MDR has already been filed; therefore, it must remain a reportable event. Based on the reported information, there is no indication of a product quality issue with respect to manufacture, design or labeling in this incident.